Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Dissection is listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal right coronary artery with mild tortuosity and mild calcification. The lesion was predilated with an unspecified 1.5x12mm balloon that was inflated up to 14 atmospheres. A 2.5x33mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated and the stent was implanted. Post implant a distal edge dissection was noted and a 2.5x15mm xience v stent was used to successfully treat the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.